Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity use. It was reported that the communicator battery was extremely limited. The patient mentioned that last night they saw a message saying switch the communicator. The patient was wondering if they could get another communicator because there was an option to switch. The patient charged their communicator every day, sometime twice a day however, the communicator was totally blank and shut down. The agent had the patient connect to their myptm and was able to connect successfully and saw their lockout screen. The patient also confirmed that the communicator battery at 95%. However, the patient said that around 9:00 pm at night they could not get their 5th or 6th bolus because the communicator shuts off. The agent advised to have the communicator charged to avoid it shutting off. The patient insisted that they were charging the communicator. A request was sent to repair to replace the communicator.